Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when patient had their implantable pulse generator (ipg) inserted they were in excruciating pain. They also mentioned one of their pacing leads was not working. Ipg and both pacing leads remain in use. No further patient complications have been reported as a result of this event.